Event description:
It was reported that the pt has been in the hospital; currently in the intensive care unit. The pt experienced an infection and was described as lethargic and "unresponsive mainly". A change in therapy was also noted with increased tightness as the day progressed. The implanting hcp does not have rights in that hospital. The pump was checked and no alarms were noted. It was unk if the pump "is the issue". Additional info has been requested from the hcp, but was not available as of the date of this report.